Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was bent within 3 hours of insertion at abdomen, which cause the patient blood glucose levels was elevated to 564 mg/dl, therefore patient had received mdi and had water and blousing with pump after changing supplies. The patient also reported that first went to emergency room and was subsequently hospitalized and received IV and fluids of saline and insulin. The infusion set was in use for 6 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30333- device 2 of 4. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.